Event description:
It was reported that the patient presented to the emergency room with complaints on the atrial lead. The patient went asystolic during this period. The pulse generator was programmed to vvi 80 ppm, 4 v, 1.0 ms. The patient was pacemaker dependent. The patient was transferred to another hospital where she expired in the intensive care unit (ICU) on (B)(6) 2011. The cause of death was contributed to cardiogenic shock and severe rheumatic valve disease.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.